Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in hospital. Upon investigation, the left ventricular lead was found to be dislodged by x-ray. The lead was removed and replaced. The patient was stable.